Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The cause of the acute aortic dissection could not be determined with the information available. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular repair of a distal type I endoleak from the non-gore stent graft using one gore® tag® thoracic endoprosthesis. The patient tolerated the procedure. On (B)(6) 2009, a post-operative follow-up identified no issues. On the same day the patient was discharged. On (B)(6) 2009, the patient developed an acute aortic dissection and was hospitalized to another facility. The location or cause of the dissection was reported to be unknown. The physician elected to treat the dissection with medicine (detail unknown) and monitor the patient. On (B)(6) 2009, the dissection was reported to be resolved, and the patient was discharged. Subsequent follow-up imagings showed no issues; however on (B)(6) 2010, the patient expired due to pneumonia and respiratory failure caused by progression of the lung cancer. No further information is available.